Manufacturer narrative:
Implant date is estimated to be in 2011. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a battery longevity estimation anomaly was observed on the device. Upon investigation, the battery longevity estimation anomaly was believed to be caused by a missing implant date stored in the device data. No premature battery depletion was suspected. The device data will be updated at the next in clinic follow-up. The patient was in stable condition.